Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a cmn femoral nail, ccd 130, left, 13 mm, 30 cm on (B)(6) 2017 on the left side and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): cmn femoral nail: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Cmn lag screw: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: nail breakage. Review of event description: it was reported that a patient was implanted with a znn nail system on (B)(6) 2017 on the left hip side and experienced implant fracture on (B)(6) 2017. Revision was performed on (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the broken znn nail, a lag screw and a screw were returned for investigation. The visual examination shows that the nail was broken through the lag screw hole. The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On both broken part there are signs of lag screw movements visible. Furthermore, there are also several scratches on the outer diameter of the nail available. The lag screw shows some polished areas and damages around the grooves and also in the middle part of the shaft. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible: no corrosion found during the investigation. Breakage of implant due to the implant therapy is performed not as indicated. Possible, no information provided about implant therapy. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible, no x-rays have been received. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle. Possible, no x-rays have been received. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible, it is possible that the user used the wrong angle as some drilling traces can be seen on the lag screw hole of the nail. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction possible, no surgical reports received to review that point. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail. Possible, it is possible that the user used the wrong angle as some drilling traces can be seen on the lag screw hole of the nail. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments not possible: no issue detected for color code. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, no specific information about limitation and postop restriction. Breakage of implant due to patient do not follow the post-operative protocol possible, it is possible that the nail was broken due to patients behaviour. Breakage of implant due to explanted implant is used for new implantation surgery possible, as no labels were received this point is possible. Conclusion summary: it was reported that a patient was implanted with a znn nail system on (B)(6) 2017 on the left hip side and experienced implant fracture on (B)(6) 2017. Revision performed on (B)(6) 2017. The nail was in vivo for approx. 6 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the znn nail shows an indication for a fatigue fracture. It is unknown if bone healing after 6 months post operative has been occurred. No x-rays were received about implant positioning and bone healing process. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was now reported that a patient was implanted with a cmn femoral nail and a cmn lag screw and underwent revision surgery due to nail fracture after 6 months in vivo.